Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2024, the patient experienced a skin reaction with infection on the needle puncture site. The patient´s skin became infected. She went to the hospital to undergo a surgical procedure to drain the infection and "cutoff the rotten flesh". The skin reaction was treated with unspecified antibiotics. At the time of the report the patient was recovered. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).